Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device was observed to power on and off. The device's system board was replaced to address the issue. The internal battery was observed to not be charging. The device's internal battery was replaced to address the issue.